Manufacturer narrative:
Device has been discarded.

Event description:
It was reported that the tip of a reflex hybrid revision driver draw rod screw extractor broke off intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Event description:
It was reported that the tip of a reflex hybrid revision driver draw rod screw extractor broke off intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Per additional correspondence, the tip fractured while final tightening. The device was not used at a difficult angle, the patient's bone quality was reported to be hard, and "a little bit" force was applied on the device. The device has been used 10 times in 2 months. Reflex hybrid surgical technique instructs users to not utilize the revision driver as an insertion driver. It is likely that the tip fractured while using the device for final tightening screw. Other potential causes include: hard bone quality of patient, application of excess force and normal wear of device.